Manufacturer narrative:
The device has not yet been returned for investigation. Avive will continue to investigate the reported issue and will submit a supplemental report on this event to the FDA per 21 cfr 803.56.

Event description:
User reported that the AED pads were applied to the patient, however, the device never detected the patient. Per the user, the device kept requesting pads to be placed on patient.